Event description:
It was reported that medfusion pump is alarming primary audible background test. No patient injury reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found missing tamper seal, and a crack on both front corners of the case. There was evidence of the error or reported problem recorded in event history log. The reported problem however was not duplicated during the investigation and the cause of the reported problem was unable to be determined. No problem found. No corrective action was taken as the root cause of reported problem was not determined; the speaker was however replaced as preventive measure. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken. Correction: d4: model number: 4000.